Manufacturer narrative:
The manufacturer previously reported a ventilator was an error code related to the internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) and the customer's complaint was confirmed. The device's active exhalation control module and internal battery were replaced to address the issue.

Event description:
The manufacturer received information alleging an error code related to the internal battery. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.